Event description:
The customer reported via medwatch 3003966368-2022-00184 that the end-user user of on/go¿ covid-19 antigen self-test reported that a portion of swab was broken during sample collection. No report of injury or adverse event.

Manufacturer narrative:
The report did not provide neither on/go¿ covid-19 antigen self-test nor sterile polyester spun swab lot number, expiration date, or any other traceability related details. It is not known how and where the product was stored and if the device was still within its shelf-life. The device master record was reviewed and confirmed that there were no design or production process/specification changes. There have been no reports of any problems with any of the manufacturing steps/processes involved in the manufacture of sterile polyester spun swab. Sterile polyester spun swabs are intended for "sample collection in the intended nasal area, i.e. Anterior nares sample collection. The swab is suitable for short contact and should be used as directed. When using a device, with a plastic stick, the pressure applied, during sampling, shall be light since the stick material is breakable. While gently rotating the swab, insert swab less than one inch into the first nostril until resistance is met at turbinates." Functional testing of swabs post sterilization inspection is based on the cantilever (bend test) where samples are tested at the maximum set-up being 30 mm displacement. The device subject of the event has not been returned for evaluation. No additional issues have been reported. Due to the reported medwatch 3003966368-2022-00184 and in an abundance of caution this report is being filed. A follow-up report will be submitted if additional information becomes available.